Manufacturer narrative:
The date should be (B)(6) 2020.

Manufacturer narrative:
The customer stated that one (1) patient was admitted to the hospital due to the high creatinine results. A fresh sample was redrawn from the patient with results considered correct. The patient was discharged with no impact. Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a damaged sample probe. The fse replaced the sample probe to resolve the issue. Information not provided by customer. (B)(6). (B)(4).

Event description:
A customer in (B)(6) reported the generation of erroneously high creatinine (crea) and low ldl cholesterol (ldl) patient results on their au680 clinical chemistry analyzer. The erroneous results were reported out of the laboratory. One (1) patient was admitted to the hospital due to the high crea results. There was no report of an injury or death associated with this event. The customer did not provide any patient data or demographics.